Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had pump head malfunction. The issue was found during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error "as malfunction of the pump head should have been coded as a non reportable event because the device was not actively being used on a patient" and would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.